Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation results found contra angle extremely dirty / needs to be cleaned and oiled- defective. Customer misuse/abuse. Contra angle heavy soiled.

Event description:
In this event it is reported that a wst 6:1 f. Vdw.gold/silver contra angel won't hold files. Outcome of event is unknow as of this MDR. Additional information pending.